Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaw of the dissector broken. Before this happened, there was a red light on the generator and an error signal. After this event, the battery and generator were checked and everything worked well. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The product in the picture did not meet specification. The picture showed the waveguide had fractured. The reported condition was confirmed. The picture sample was examined and the investigation personnel concluded that the titanium waveguide had fractured. Dissector tips that come in contact with a metal objects (hemostats, clips, staples, retractors, etc.) During activation will be damaged. These contacts will cause the waveguides to develop a crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use (IFU) currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instruction for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instruction for us e (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.